Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing during the fill tubing process. Reportedly, the customer attempted to use multiple infusion sets. On one occurrence, when the customer disconnected the tubing and primed the pigtail, the customer observed a growing ball of insulin. The customer then attached a new tubing to the same cartridge; however, insulin drops were not observed while the customer primed. Tandem technical support directed the customer to fill a new cartridge using a new vial of insulin and to attach new tubing. The customer did not observe insulin drops with this infusion set. The customer attempted to use another infusion set, observed insulin drops while priming, and successfully resumed insulin delivery. The customer's blood glucose level was 577 mg/dl with moderate to large ketones and was addressed with a manual correction injection.